Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite. The uim (user interface module) was replaced and configured input/output settings to voxp, 8n1,38400. The technician ran ovp (operators verification procedures) unit passed all tests and run according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was working and put on standby but upon coming back to used the ventilator it was dark. The unit was restarted, lines appeared on the screen and unit shut down. As of this time there is no information about patient involvement associated with this reported event.